Event description:
The facility reports while drying them the pt, the carers rolled the pt on their side to dress them. The carers heard a loud snap and the pt rolled to the floor, suffering a bloody nose and a fractured left maxillary.